Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer shutdown the instrument when the smoke was observed. Siemens instructed the customer to replace the heat torch. The heat torch was replaced by the customer and the issue was resolved. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer reported smoke was coming from the cuvette manufacturing area of a dimension exl with lm instrument. The customer shutdown the instrument and the smoke was no longer detected. There are no reports of patient intervention or adverse health consequences due to the smoke coming from the instrument.